Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 24-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the keyboard was working. A field service engineer (fse) identified that the keyboard was functional, but when multiple keys were pressed then keys stop the functionality. Fse connected with the customer support specialist (csc) and identified that the user was pressing the hot keys which resulted the issue. Fse confirmed that the pharmacy staff would communicate with the nurse and the user was able to login without any failure. The system functioned as intended after the field service engineer had investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the keyboard was not working. The t and r keys were unresponsive, and intermittent pop-ups were occurring. The customer stated that this malfunction occurred while dispensing the medication and the user managed to get the medication from another station, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.